Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump for non-malignant pain. It was reported that the nurse at the facility stated that the patient was admitted on (B)(6) 2026. They stated that the patient had possible overdose symptoms, and they would like the pump to be checked to make sure it was working. Technical services (tss) connected the caller to the national answering service (nas) to page the field.